Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two unspecified boston scientific devices exhibited either a code 1006 which is indicative of high voltage during charge, or a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Additional information was requested, but none was able to be obtained. No adverse patient effects were reported.